Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient (pt) believes the wire may be loose because experiencing severe electric shock in buttock that cause pt to fall. Pt also mentioned shocks feel like pt is being electrocuted. Pt reports shocks started becoming more frequent in the past month and a half. Pt reports has been trying to get a hold of hcp for that long and just now scheduled an appointment for the 18th. Troubleshooting was unable to be performed as pt lost programmer.